Event description:
Patient called in to report service error code. Patient further stated that they closed the therapy cable in a door and there is a little kink in it. Patient power cycled the system with both batteries, but the error code persisted. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 09/03/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. On return from the field, inspection identified an insulation cut on cable jacket with exposed wire leading to reported service error code. The service error code indicates the self-test detected a disconnection in one or more of the therapy cable wires used to deploy the gel. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.